Event description:
A malfunction of a pump was reported by a distributor named (B)(4). There was no information regarding any adverse impact on the customer's blood glucose level. The pump malfunction was identified as 16-0x20e6, which prevented access to the device, and a replacement pump was arranged with the serial number (B)(6). The faulty pump was expected to be returned by 27-10-2025 for further examination.